Manufacturer narrative:
Investigation summary: the affected device was not returned for evaluation. Two photographs were provided for evaluation. As per photos provided by the customer, it was identified that the cuff did not inflate completely and a part of it remains stuck to the tube. The cuff issue was confirmed. As per instructions for use 10018859-001 section set up and use ¿attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft¿. The customer did not specify if they followed the instructions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. CAPA-000862 was opened on january 5th, 2022, to address root cause investigation for bivona silicone cuffed products do not inflate symmetrically, do not maintain inflation. CAPA is currently in investigation phase.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not fully inflate. There was no patient involvement or patient harm/adverse event.